Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. The crt-d was reused as an external temporary pacing device and off label use was intentional and connected to temporary left ventricular (lv) lead. No additional adverse patient effects were reported. The device remains in service.